Event description:
It was reported that there was possible undersensing and very small r-waves noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.